Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficult to position and remove the guide wire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported during a procedure the xience alpine got stuck with the guide wire during advancement to the target lesion. The devices were removed together as one unit without any issues. A new xience alpine was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.